Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the final line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the dwell cycle of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. The patient stated that one of the supply bags had become loose from the cassette final line. The patient did not see any damage to the supplies while setting up and the connections were secure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.